Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a flexible ureteroscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the fiber broke approximately 5 cm from the tip. The broken section of the fiber was removed from the scope and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).